Event description:
My insulin pump tandem t:slim x2 stated in the control iq training and on their website that when sleep mode is activated on my insulin pump, it will not deliver automatic correction blouses. However while sleeping, I got automatic correction blouses from my pump even though I was not supposed to. This caused my blood sugars to drop low causing me to wake up concerned that I was going to have a seizure. FDA safety report ID# (B)(4).